Event description:
It was reported that since the patient underwent a urethra lift she has had to go to the bathroom every hour and hardly voids any volume. Further information is being requested from the hcp.